Event description:
It was reported that during a meniscus repair, the t2 of the ultra fast-fix could not be deployed. T1 was removed from the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5: event description updated. H10, h3, h6: part of the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device imaged was of the same product line, but a different batch number than reported and of what was returned. The batch number of the imaged device is 2039631. The device imaged has anchors detached. No physical damage visible to the imaged device. A visual inspection revealed the device returned was of the same product line, but a different batch number than reported. The batch number of the returned device is 2059030. The device was without anchors and a piece of the suture was returned with the device. No physical damage visible to the device. A functional evaluation revealed the actuator and deployment needle function as intended, but the testing of anchor deployment could not be accomplished due to anchors not being returned with the handheld device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the t2 of the ultra fast-fix could not be deployed. T1 was removed from the patient. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of the ultra fast-fix could not be deployed. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.